Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Person with diabetes (pwd) reported they felt pain at insertion site and saw a bit of redness upon removing the infusion site they noticed that the cannula was kinked. Pwd resolved issue with site change. Visible kinks, twist or damage to tubing. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.